Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report had malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
This event is no longer a reportable event. MDR decision updated to not reportable. No additional supplemental mdrs are required unless additional information received makes the event reportable.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving dilaudid (hydromorphone) 3.9 mg/day simple continuous via implantable pump. The healthcare provider (hcp) reported during normal pump replacement (eri), twenty centimeters of the original thirty-centimeter catheter remained in the spine, as approximately thirty centimeters of the was extracted through the pump pocket. Some of the catheter persisted in the spinal canal, and their removal was not feasible during the procedure. The cause of the event was asked but unknown at this time. Due to concerns about infection risks and prevention, the healthcare provider aimed to remove as much of the catheter as possible. Upon opening the pump pocket, a white liquid started pouring from the incision. The fluid was cultured, and to minimize the risk of the unknown fluid entering the catheter, the decision was made to rem the entire catheter. Although the nature of the fluid remained unknown, the entirety of the expected drug content in the pump was extracted and wasted. The catheter was partially removed and broke during the extraction process. The patient medical history was asked but unknown at this time. The patient status was alive and no injury. The issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# n252568001 serial# implanted: (B)(6) 2010; explanted: (B)(6) 2023; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.